Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, repeated error 23008 occurred on universal surgical manipulator (usm) 2. The customer performed hard power cycle the patient side cart (psc), but the error returned upon restart. The tse found error 23008 in the logs pointing to usm 2 axis 1. The customer elected to use the other da vinci system to continue with the procedure. There was no reported injury.